Event description:
Ous MDR - after an implantation time of about 46 months, premature battery depletion was reported. No deterioration of the patient's state of health was reported. The device was explanted.

Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was eri, 21 charge processes had been documented. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the clinical observation. All manufacturing steps had been carried out correctly. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device sensed the fibrillation signal as expected. The detection was followed by a charge process that was aborted, which was, however, due to the already severely discharged battery. Subsequently, the device was opened. The electronic module was connected to an external voltage source. A fibrillation signal was supplied, and the module reacted according to specifications with a defibrillation shock. The specified energy level was reached. The current uptake of the electronic module was unremarkable. There were no indications of a dysfunction of the electronic module. The battery was returned to the manufacturer for a destructive analysis. The battery was opened. Damage to the insulation of one of the electrodes was detected during the visual inspection. This impairment allowed an increased internal self-discharge, which has contributed to the premature battery depletion. Summary: premature battery depletion was detected during the analysis of the ICD. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be in order.